Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that there was clot at the end. Upon removing, the physician did not place protective sleeve over the device and the helix stretched. A new ralp was used and fixated but found no electrical stability inadequate. Multiple locations were mapped but there was no current of injury, high capture threshold, and low pacing impedance. The ralp implant was abandoned. The patient condition was stable.